Event description:
(B)(6). Date of event, best estimate (B)(6) 2012. According to the information received a user reported that the end of a catheter was incomplete. He noticed this one day after using the catheter. He stated that it appeared as though it had been cut straight off at the very end of the cath. The user did not know if the tip was missing prior to insertion or if the tip broke off during insertion. The user had an ultrasound follow up and an obstruction was found. A scope was inserted into the bladder however the presence of the catheter tip was not confirmed. It is unknown what damage, if any, occurred due to the missing tip and whether or not the cath was defective prior to insertion.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.